Event description:
Customer reported to beckman coulter, inc (bec) that they opened a box of access freet3 calibrator for the first time and discovered that the s0 vial calibrator had leaked. Customer reported that the liquid had dried up. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Evaluation: results: vial. (B)(4).